Event description:
I had the essure procedure completed on (B)(6) 2011, immediately following the procedure I had an allergic reaction and was given a large amount of (B)(6). I had broken out in hives all over my chest, neck and back. I was then released and had no major side affects to note. Although I do break out in hives every so often for what seems to be no reason at all. My mother has a nickel allergy and I have never been tested for allergies. Recently after my weight was done to (B)(6), I had a significant weight gain with no ability to lose it without an increase in calories. Cramping and irregular periods. Fatigue, diagnosed with anxiety and being treated with two medications for depression. Heart palpitations, shortness of breath, stomach bloating. My doctor has never addressed the essure as a possible cause for any of my recent symptoms.